Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information. Updated fields: d8, h2, h3, h4, h6, h11 the device was not returned to olympus for inspection, and the reported failure was confirmed on site by the field service engineer. A root cause could not be identified. Based on the results of the investigation, there was whitish deposit on the pins and therefore they needed to be cleaned. The most probable cause of the deposition of the whitish material on the pins could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center had error message clean pins is displayed and the error occurred. The issue was found during inspection for use of the device. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.